Event description:
It was reported that during a hand assisted lap nephrectomy procedure, towards the end of the case, the surgeon inserted his hand and the blue polyurethane pulled away from the rim. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.